Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit displays ext hi ppeak (extended high peak pressure) alarms. The customer reported calibrating the suspect device, but the issue was not resolved. The customer reported that there was no patient involvement.